Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a loose drive support cap from the insulin pump. The customer's blood glucose reading was 195 mg/dl. The customer stated that the side part of the pump where the support cap is located is falling off. The customer stated that the drive support cap is sticking out. The customer stated that he had low blood glucose readings without any explanation. The customer stated that there might have been pressure while he kept the pump in his pockets. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion, prime and excessive no delivery test due to prime alarm. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.